Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported the customer was having a connection issue between the tubing and the reservoir. The customer's blood glucose was 291 mg/dl.the customer treated the high blood glucose with bolus. The customer was able to rewind the rest of the set change with no issues. No further information was reported.